Manufacturer narrative:
The product was returned for analysis and was verified to have signs of handling. One haptic was bent-gusset and distal area. The other haptic was broken-gusset area (not returned). The optic was torn/split/cracked (crushed) into the ridge of the lens case cap with additional split/cracks. No foreign material was observed. An unapproved viscoelastic was noted to have been used. While we were unable to determine the origin of the damage, our observations reasonably suggest the damage is not manufacturing related. Product history records were reviewed and all documents indicate the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested on 07/20/2009 by fax and mail. A completed questionnaire was received on 08/18/2009. (B) (4).

Event description:
A nurse reported that a crack was noted on an intraocular lens (iol) during implant surgery. The iol was removed through an enlarged incision and replaced. The surgeon reported the patient had corneal edema postoperatively due to extra manipulation that was expected to resolve. In a follow up, the surgeon reported the event was expected to resolve.